Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during the non-emergency procedure which was completed by moving patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system unable to boot up. Upon troubleshooting, the rse identified that the host pc did not boot up. To resolve the reported issue, the image store was recreated, and cold restart was performed. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.